Manufacturer narrative:
Additional information: d9, h3, h4, h6 (update codes), h11. H11: two devices were received for evaluation. Visual inspection was performed, and the reported issue of leakage was not easily identified on the returned samples. During functional testing of samples, a leak was identified from the administration spike port bonding area on the returned samples. The reported condition was verified. The cause was not determined; however, a likely cause was most likely due to inadequate, or lack of cyclohexanone applied to the spike port cap tube when it was inserted into the spike port during the manufacturing process causing an incorrect bonding in the returned samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) exactamix 1000 ml eva (ethylene vinyl acetate) tpn (total parenteral nutrition) bags leaked at the tubing after the product filled with solution. The issue was noticed before use. There was no patient involvement. No additional information is available.